Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney. (B)(4).

Event description:
Complaint description: litigation alleges the patient suffers from pain and weakness. Update 01/12/17 ¿ pfs and medical records received. After review of the pfs and medical records for MDR reportability, alleges pain, difficulty walking, getting in and out of car, inability to do liquid housekeeping chores, depression, limited range of motion and weakness in hip and leg, and trouble sleeping. Revising surgeon noted in description that "anterior half of abductors were avulsed, and there was approximately 100 ml of yellow-tinged fluid in the hip". Also, "some metal staining around the periphery of the acetabulum". The "metal stained lining" was sent for pathology, "which was negative for acute inflammation, but positive for perivascular lymphocytic infiltration consistent with an adverse reaction to the metal-on-metal bearing". Altr and poor joint mechanics: rom harms added to complaint, and FDA codes for altr, loss of rom, depression, and weakness submitted. Update ad 30 aug 2018: receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges metal wear, metallosis, and elevated metal ions. Added stem due to elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.